Event description:
There was leakage from the silicone tube of a transfer set. The set was in use for 90 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.